Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-10825. (B)(6) study. It was reported that the patient died. On (B)(6) 2014 the subject presented with unstable angina (braunwald classification: unknown) and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in proximal right coronary artery (rca) (coronary artery surgery study (cass) site #1) extending up to mid rca (cass site #2) with 95% stenosis and was 48 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of 3.50 mm x 28 mm and 3.50 mm x 24 mm promus element stents. Following post-dilatation, the residual stenosis was 0%. On (B)(6) 2014, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2016, 811 days post index procedure, the site reported an event of unknown cause of death.